Event description:
It was reported that the bd nano¿ 2nd gen pen needle cap does not attach/detach. The following information was provided by the initial reporter: caller states that many of the needles she has used present an issue where the safety cap is not firmly affixed and often easily comes off. This has led to 4 needle stick injuries, although no specific dates were provided.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
D.4 device expiration date: unknown. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cap does not attach/detach. The following information was provided by the initial reporter: caller states that many of the needles she has used present an issue where the safety cap is not firmly affixed and often easily comes off. This has led to 4 needle stick injuries, although no specific dates were provided.